Manufacturer narrative:
The troponin t hs reagent expiration date was not provided. The cobas e 801 module serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about disctrepant results for 2 patients' samples tested with elecsys troponin t hs assay on a cobas e 801 module. Patient 1: the initial result was 230 ng/l. The sample was repeated twice on 2 different cobas analyzers, and the repeat results were both < 5 ng/l. Patient 2 was tested on (B)(6) 2025: the initial result was 19.200 ng/l. The sample was repeated twice, and the repeat results were both 3 ng/l.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The analysis of the provided data showed repeated sample quality-related alarms. The analysis of the sample foam detection (sfd) pictures for the tube showed vibration. Dust was observed on the active gripper, causing contamination on the instrument surface. The field service engineer adjusted and cleaned the washing and the pipettor parts and changed the measuring cells. An instrument check and qc were performed, and they were within specifications. The instrument was performing within specifications. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (a contamination issue with dusty instrument parts) at the customer site and a maintenance issue. Preanalytics are within the customer's responsibility.